Event description:
Allegedly, during a primary thr the surgeon was unable to release the procotyl l cup from the impactor instrument, eventually he had to use another manufacturer's cup and liner. 30 min delay caused. The rep suspects the surgeon cross threaded the cup on the impactor.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.